Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported problem was confirmed and replicated. System logs found error 25745 which indicated that the fault had occurred in the field on port clutch button. A visual inspection found no issues to be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where insertion button test failed on the setup joint (suj) button. Completion of testing revealed that the axes controller spar connector (acsc) printed circuit assembly (pca) and cannula flat flex cable (ffc) were verified to be the source of the fault. Failure analysis was able to conclude that acsc pca and cannula ffc were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer informed intuitive surgical, inc. (Isi) field service engineer (fse) that issue with the universal surgical manipulator (usm1) needed to be replaced. It was reported once the cannula was installed and the port clutch button was not functioning which made it difficult to dock. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the first surgery of the day was completed without any issues. While preparing the system for the second procedure, a problem was identified. To proceed safely, the team moved the affected arm out of the robotic field and successfully conducted the second surgery using only three arms. During procedure, an error 319 with prid 1580448 was observed, prompting staff to continue with only three arms. Two additional procedures were completed using three arms before the affected arm was replaced on (B)(6) 2025. The (B)(6) 2025, procedure revealed a red top-led on the usm (instr.- clutch- btn), though all other leds were normal and the issue did not impact procedural performance. Another procedure was successfully completed on (B)(6) 2025, after which the usm1 was replaced and a full system verification, including the port clutch button, was performed. On (B)(6) 2025, a report was received that the port clutch button was nonfunctional after procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to malfunction port clutch. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.